Event description:
Patient experienced mild thermal burn to the wound. Infiniti system and handpiece cleared by alcon service technician. Cause of burn is still unknown. The patient's outcome was unchanged. The patient did not require any altered or additional treatment.